Manufacturer narrative:
The product was not returned for evaluation; it was discarded at the facility. Without a product to examine, it is not possible to determine a root cause for the complaint or if a product failure actually occurred. No actions will be taken at this time.

Manufacturer narrative:
Additional information reported that there was only one spurt of blood that came out of the valve and the product was used without further issue afterwards. The reporter indicated that the nurse would receive the (B)(6) test results in june.

Event description:
It was reported that after blood withdrawal with vmp400 and taking the system from the membrane, blood came out of the membrane of the needleless cannula. It was further indicated that after the blood withdrawal with the vmp400 and taking the system from the membrane, the blood came out of the membrane from the t100504a (membrane - sampling-site). The patient had (B)(4) and due to the event, the nurse was contaminated in the face and on the breast with blood. The sample was discarded and will not be returned for evaluation.